Event description:
The following information was provided: the grip attachment on the mics handpiece came off. Update on reg rep follow-up: I have received a response from the sales rep indicating that falls under ¿back screws of handle¿ detachment.